Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Use error. Per the user guide: warning - never fill your tubing while your infusion set is connected to your body. Always ensure that the infusion set is disconnected from your body before filling the tubing. Failure to disconnect your infusion set from your body before filling the tubing can result in over delivery of insulin. H3 other text : device not returned.

Event description:
It was reported that the customer inadvertently performed the load sequence while connected to the site. The customer reported "feeling dizzy" and was treated with dextrose to address blood glucose. The customer was transported to the emergency room (ER) via ambulance with a blood glucose (bg) level of 54 mg/dl. The customer received carbohydrates and intravenous fluids of glucose and saline. Customer was released from the hospital on (B)(6) 2024 with the issue resolved and no permanent damage. The caller was educated to not be connected to the pump during the fill tubing process. System check confirmed the pump was functioning as intended. Recommendation was made to consult with a healthcare provider to discuss diabetes management.